Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported during the index procedure, after deploying the endurant limb in the right common iliac artery, the distal end of the limb covered approximately 2/3 of the right internal iliac artery. The limb was then manually pushed proximally using an inflated reliant balloon to resolve the occlusion. After the balloon was removed an angiogram showed haemorrhage of the right common iliac artery. Ballooning was performed in the right common iliac artery to resolve the haemorrhage, a second angiogram showed the haemorrhage to have increased, an additional endurant limb was then implanted which landed on the right iliac artery. Another angiography was then performed which showed the haemorrhage to have resolved; however, a type iii endoleak from the junction between both limbs was reportedly observed flowing into the cia. It was reported that protamine was administered and a final angiogram showed the observed endoleaks to have resolved. As per the physician, the cause of the event was due to fragile vessel morphology and user error associated with the device covering the right iia and balloon over inflation in the fragile vessel. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.